Event description:
During a pci/stenting procedure, stent damage was noted. The lesion being treated was a calcified and 90% stenotic lesion in a very tortuous mid to distal lad. When the physician advanced the stent delivery device into the y-connector, resistance was encountered. Upon removal, it was noted that the distal edge of the stent was raised. Another stent was used to complete the procedure. No patient injuries or complications were reported. Patient status is listed as "good."